Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly. No frozen screens, unexpected constant audio tone anomaly or unexpected pump resetting of time or date anomaly noted. All the operating currents are within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error 21 test and displacement test. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of the incident was 529 mg/dl. Customer reported that the insulin pump has an unresponsive keypad. Customer's current blood glucose was 217 mg/dl. Customer reported symptoms related to their high blood glucose levels included difficulty breathing. Customer is being treated in the hospital. Customer stated that the insulin pump was broken and she was not wearing the pump at time of hospitalization. Customer stated that she had been off the insulin pump only a few hours. Customer reported that she was treating her high blood glucose with manual injections. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.